Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the subject pacemaker could not be interrogated and a warning message stating that it was in standby mode was displayed. Two programmers were used to try to re-initialize the pacemaker. The attempts failed and upon re-interrogation after re-initialization a message stating that the pacemaker was in standby mode was displayed again. The physician tried to apply the emergency mode without success. On the ECG, it was observed that the pacemaker was in vvi mode, 70 min-1. However, no magnet reaction was observed, making it difficult to estimate the residual longevity of the pacemaker. As pacemaker operation could not be monitored, the pacemaker was replaced on (B)(6) 2019. At last pacemaker interrogation on (B)(6) 2017, the estimated residual longevity was 3 years and the magnet rate was 94 min-1. Preliminary analysis results revealed that, based on available data, normal battery depletion occurred.

Manufacturer narrative:
Preliminary analysis could not determined the cause of the switch in standby mode because of the communication issues encountered during the follow-up performed on (B)(6)2018.

Event description:
Reportedly, during a follow-up performed on (B)(6)2018, the subject pacemaker could not be interrogated and a warning message stating that it was in standby mode was displayed. Two programmers were used to try to re-initialize the pacemaker. The attempts failed and upon re-interrogation after re-initialization a message stating that the pacemaker was in standby mode was displayed again. The physician tried to apply the emergency mode without success. On the ECG, it was observed that the pacemaker was in vvi mode, 70 min-1. However, no magnet reaction was observed, making it difficult to estimate the residual longevity of the pacemaker. As pacemaker operation could not be monitored, the pacemaker was replaced on (B)(6)2017. At last pacemaker interrogation on (B)(6)2017, the estimated residual longevity was 3 years and the magnet rate was 94 min-1. Preliminary analysis results revealed that, based on available data, normal battery depletion occurred.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the subject pacemaker could not be interrogated and a warning message stating that it was in standby mode was displayed. Two programmers were used to try to re-initialize the pacemaker. The attempts failed and upon re-interrogation after re-initialization a message stating that the pacemaker was in standby mode was displayed again. The physician tried to apply the emergency mode without success. On the ECG, it was observed that the pacemaker was in vvi mode, 70 min-1. However, no magnet reaction was observed, making it difficult to estimate the residual longevity of the pacemaker. As pacemaker operation could not be monitored, the pacemaker was replaced on (B)(6) 2019. At last pacemaker interrogation on (B)(6) 2017, the estimated residual longevity was 3 years and the magnet rate was 94 min-1. Preliminary analysis results revealed that, based on available data, normal battery depletion occurred.